Event description:
It was reported the physician was unable to implant the trial lead due to the patient's anatomy. Reportedly, the physician attempted to access the epidural space before abandoning the procedure. The patient reported experiencing soreness postoperative, but showed no other side effects.